Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the display was cracked. Customer's blood glucose was unknown. The customer was unsure how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.